Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely when the pacemaker reached the elective replacement indicator (eri). High left ventricular (lv) lead threshold were noted, and upon reprogramming the device, the battery improved with one year of battery longevity remaining. Technical services (ts) reviewed the case, and reiterated that longevity is accurate over the service life of the device, but is imprecise nearing explant/eri due to uncertainties and sensitivity to small changes. Disk data was requested to confirm battery longevity. This investigation will be updated when further information is provided. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. No allegation of premature battery depletion from the field representative or physician. This event was merely intended as an inquiry of device behavior.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely when the pacemaker reached the elective replacement indicator (eri). High left ventricular (lv) lead threshold were noted, and upon reprogramming the device, the battery improved with one year of battery longevity remaining. Technical services (ts) reviewed the case, and reiterated that longevity is accurate over the service life of the device, but is imprecise nearing explant/eri due to uncertainties and sensitivity to small changes. Disk data was requested to confirm battery longevity. This investigation will be updated when further information is provided. No adverse patient effects were reported. Additional information was received from the field representative. There was no allegation of premature battery depletion on this device, but merely an inquiry on device behavior. This pacemaker was subsequently explanted as part of a routine changeout, and no adverse patient effects were reported.